Event description:
It was reported by a vns patient that he had some funny feelings recently after seeing his treating neurologist. The patient reported a bad seizure over the past weekend, but no relation to vns was mentioned. Additional information was received through clinic notes dated (B)(6), indicating the patient was having recurrent seizures. Vns parameters were checked and the patient's output current was increased from 1.75 to 2.0 and magnet output current was increased to 2.25. Lead test was normal. At the moment revision surgery to replace the battery has been set up but no date has been set. Follow-up with the patient's treating nurse indicated the reported increase in seizures was of unknown baseline and patient will be referred for battery replacement. Nurse did not know the cause of the increase in seizures and correlated to the patient moving physicians.

Event description:
Additional information was received indicating the lead was not replaced until (B)(6) 2012. The generator was returned, however the lead was not. Attempts for the return of the explanted lead have been unsuccessful to date. The returned generator underwent analysis. Analysis found the generator performed to specifications and no anomalies were found. A company representative reported that the lead replacement was completed with no further issues observed.

Manufacturer narrative:
.

Event description:
Additional information was received indicating that the patient was scheduled for prophylactic replacement. Clinic notes were received dated (B)(6) 2012, indicating the patient had experienced 3 to 4 light seizures. This was indicated as "having a slight increasing seizure" and it was noted that the vns battery was believed to be "down and/or fluctuating." Surgery to replace the patient's generator has occurred however during the surgery, the lead was accidently damaged and required replacement. Attempts for the return of the explanted products are in progress.